Event description:
The service report shows that the breath rate was out of specification when set at seventeen breaths per minute. The service technician inspected the device and replaced the rate switch. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.